Event description:
It was reported that during use of the bd connecta¿ stopcock during a CT scan the extension tubing burst. The following information was provided by the initial reporter: there was a patient admitted to the hospital and they put an 18g venflon pro-safety for her, the doctor requested a CT scan with contrast media for her, and the nurse in the radiology department used the connecta with 10 cm extension and injected the contrast media through it ( and kept the same cannula ), and while the patient was having the CT scan the extension busted which caused blood and contrast media splatter on the patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8156988. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our engineer's evaluation of the provided samples and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd connecta is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock during a CT scan the extension tubing burst. The following information was provided by the initial reporter: there was a patient admitted to the hospital and they put an 18g venflon pro-safety for her, the doctor requested a CT scan with contrast media for her, and the nurse in the radiology department used the connecta with 10 cm extension and injected the contrast media through it ( and kept the same cannula ), and while the patient was having the CT scan the extension busted which caused blood and contrast media splatter on the patient.